Manufacturer narrative:
(B)(4). After analyzing the available information, it was determined that the cause of the event was due to the patient incorrectly disconnecting and reconnecting during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during drain. It was reported that the patient disconnected incorrectly from therapy and then reconnected when the system alarmed. The patient ended therapy and removed the used supplies. Proper procedures were reviewed with the patient on how to disconnect from the machine and the patient planned to finish therapy with a new set of supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.